Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer take a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return per facility policy.